Manufacturer narrative:
H6: coding update based on communication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device encountering resistance/stuck in catheter. The patient was undergoing surgery for treatment of a blister, unruptured aneurysm located in the paraclinoid segment of the left in ternal carotid artery. The aneurysm dimensions reported a max diameter of 2.1mm, a 2.1mm neck diameter, a landing zone (artery size) of 4mm distal and 4mm proximal. It was noted the patient's vessel tortuosity was minimal. The access vessel was the right femoral artery with a diameter of 6.5mm. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level of 300. The angiographic result post-procedure was, " new pipeline 4.5x16, released covering the entire neck of the aneurysm in the paraclinoid segment of the internal carotid artery and ballooned with hyperform 4x7 stent well attached after completion. It was reported that after attempting to resheath the stent inside the phenom 27 microcatheter to achieve a better position. There was considerable resistance in the final third of the stent, resulting in breakage of the delivery wire. Therefore, the physician opted for its recapture without complication for the patient. It was noted that in the distal section of the catheter there was resistance and the stent became stuck (locked-up) in the catheter. The catheter was flushed continuously with heparinized saline. The catheter and the pushwire were not damaged. The pipeline was not used for an indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. No medical or surgical intervention was need to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Ancillary devices include a ballast-balt sheath, phenom 27 guide catheter, avigo microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined. During an attempt to resheath the device, there was resistance in the final third of the stent, and breakage of the delivery wire. The delivery wire was damaged during handling, but it was not damaged when the packaging was opened. The causes or contributing factors for the "considerable resistance" were not identified especially since it was the first attempt at resheathing.